Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a patient with cardiomyopathy was being implanted with an impella cp for mechanical circulatory support. During implantation, the physician attempted to recross the valve with the impella and .018 wire, however this was unsuccessful. Therefore, the impella and the wire were explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.